Event description:
Customer claims that the alarm has power but the hold and power buttons are not functioning properly when activated. The customer reported that there was no visible damage to the alarm case. There was no patient injury reported. Inspection of the product found that the sensor 2 function is intermittent.

Manufacturer narrative:
(B)(4) buttons not functioning. Results - evaluation of the product found that the sensor 2 function is intermittent. The alarm case is damaged on the bottom right corner. The power and hold buttons are not working. None of the other control buttons work. Note: posey instructions for use has a warning statement: if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed. (B)(4).